Event description:
One of the two vented spikes attached to the infusion bag did not work initially and it took a half hour of squeezing the tubing to force enough air into the ig bottle to clear whatever was obstructing the flow. Air vent was wide open all clamps released bottle inverted above infusion bag. The other vented spikes attached worked without problem. Hyqvia indication: nonfamilial hypogammaglobulinemia and antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Unknown if pt missed dose. No adverse event reported with product issue. Unknown if defective product on hand for return. No further info/details or dates available.